Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 4 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident and stated fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient could not tell where the fluid leak came from. The patient was advised to cancel treatment and to contact the peritoneal dialysis registered nurse (pdrn) for alternate treatment. The patient was advised to air out the cycler for 24 hours before use. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 4 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident and stated fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient could not tell where the fluid leak came from. The patient was advised to cancel treatment and to contact the peritoneal dialysis registered nurse (pdrn) for alternate treatment. The patient was advised to air out the cycler for 24 hours before use. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.